Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the arrow raulerson syringe (ars) was found leaking during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing an ars, 18 ga introducer needle, dilator, and swg assembly for evaluation. Initial visual inspection of the ars showed no obvious defects or anomalies. The returned sample was functionally tested in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The ars was able to draw and aspirate water with and without the returned introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev 3) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringes in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are not functioning as intended. A device history record review was performed and one relevant finding was identified. A non-conformance for batch: 71p21g0463 for the issue of "syringe/needle connection not secure in". This non-conformance is not related to the sample returned, as no problem was found. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The report of a leaking ars was not able to be confirmed through complaint investigation. The returned ars passed all functional testing. Based on the sample returned, no problem was found on the sample. Teleflex will continue to monitor and trend for reports of this nature.